Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) failed the autofill test and the glass cover on top of the sensor broke in half. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and rotated the pressure head on the compressor which was installed backwards during installation of 2500 hour kit by the customer. Also, the fse replaced the blood back tubing which was damaged during the installation of the 2500 hour kit by the customer. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during pcu (pre-use check), the cs300 intra-aortic balloon pump (iabp) failed the autofill test, and the glass cover on top of the sensor broke in half. There was no patient involvement, and no adverse event reported.